Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that the subject device had distal end pinhole. The event had occurred during reprocessing.

Event description:
No additional information was received from the customer.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. Updated fields: d8, d9, h3, h11 based on the results of the investigation, the device was returned to olympus for inspection and the reported failure was confirmed. In addition, the following reportable malfunction was identified during the device evaluation: foreign material inside the nozzle. A definitive root cause could not be identified. Based on the results of the investigation, cause was not established for pinhole and foreign material in the nozzle. The event is detectable/preventable by handling the device in accordance with the following IFU. IFU states the detection method in gif/cf/pcf-290 series operation manual chapter 3 preparation and inspection. IFU states the preventative measures in gif/cf/pcf-290 series reprocessing manual chapter 5 reprocessing the endoscope (and related reprocessing accessories). Olympus will continue to monitor field performance for this device.